Manufacturer narrative:
Reported event: an event regarding a failed reamer verification checkpoint involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn (B)(4)) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed verification of reamer. There were only 2 events related to failed verification of reamer ((B)(4) and action (B)(4)). Conclusion: the session data from the case was reviewed. An analysis of the log files was completed. The event was not confirmed. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer shaft failed to pass the verification check to enter the reaming page and off by 2mm. The surgeon switched to using an offset reamer and the same error occurred. The case was successful and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer shaft failed to pass the verification check to enter the reaming page and off by 2mm. The surgeon switched to using an offset reamer and the same error occurred. The case was successful and there was no harm to the patient.